Event description:
Patient reported obtaining a blood glucose result of 247 mg/dl on the suspect device. Nine minutes later, patient's blood glucose was retested on a hospital blood glucose monitor with a result of 79 mg/dl. Patient did not modify therapy based on the value obtained on the suspect device. Quality control testing was not performed on the suspect procuct. Technical support requested the return of the suspect device and replacement product was shipped.